Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap chole. "The bag ripped in the bottom as the dr was pulling the specimen out". Type of intervention: unk. Patient status: patient is fine.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received august 30, 2017: "the product was not shipped. The product was not able to be located at the time the return materials were received."